Event description:
A patient with a previous anterior discectomy and fusion as a first revision was returned to the operating room on (B)(6) 2012 for a second revision with a synapse construct from c2-t2. As patient was preparing to leave the hospital, the patient felt a "pop" and complained of pain. X-rays taken showed the right side of the construct had popped out from the vertebral body. The patient was returned to the operating room on (B)(6) 2012 for removal of hardware and revision. As the surgeon was removing the right side of synapse construct, the left side also popped out. The surgeon removed all hardware and revised the patient to a posterior cervical thoracic fusion from c2-t2. Reportedly, the patient has very poor bone quality. This report is #7 of 21 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.